Manufacturer narrative:
The customer reported that his bedside monitor (bsm) gave inconsistent blood pressure values. The device was on patient use, however no patient harm was reported. The customer has not yet responded on whether he will be sending the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that his bedside monitor (bsm) gave inconsistent blood pressure values.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2017 that their bsm-4114a s/n: (B)(6) was displaying inconsistent blood pressure values. Service requested: repair. Service performed: multiple attempts were made by both qe and technical support to contact customer for further troubleshooting and resolution of issue, however the customer was unresponsive. Investigation result(s): a minimum of three attempts were made to contact customer for details regarding their bsm-4114a resolution issue and to obtain the unit for investigation/evaluation. The customer was unresponsive. Investigation will continue using available information within the complaint record. The device service record shows that there have been no further/previously reported incidents nor servicing for this device regarding "inconsistent bp values." This indicates that the issue may have been resolved internally by the customer. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects (see attached). The root cause of the issue could not be identified due to lack of provided information by the customer and being unable to obtain the unit for proper investigation/evaluation. The bsm-4000 series was discontinued on august 3, 2011 due to the introduction of the bsm-6000 series monitor. The device was installed in 2007 and the issue was reported in 2017; 5 years after the end of warranty date. Possible cause is failure of components due to age and use over time. There is no indication of design deficiency. This complaint record can be qa closed until further information becomes available. Correction: b2. Outcomes attibuted to adverse event: incorrectly checked. F9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 12/19/2017 not 01/16/2018 as listed on MDR initial report. Additional information: b4. Date of this report. D4. Unique identifier (UDI) number: pre-UDI requirement. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information . H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that his bedside monitor (bsm) gave inconsistent blood pressure values.